Event description:
The circuits that attach the inspiratory limb at the heater come apart easily. This results in a leaking connection that prevents the oscillator from calibrating. While troubleshooting the calibration problems it was discovered that some diaphragm caps are not seated well.